Manufacturer narrative:
(B)(4). Foreign country: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screws (part numbers unknown) were completely lifted from where they were fixated. The surgeon had a case which sternalock blu 8-hole plates with screws completely lifted up from where he fixated them. The screws lifted off the bone while it was locked into the plate. So, screws and plates were locked together but it was detached from the bone. According to his patient, he felt a big pain in the middle of the night with a sound of crack in his rib. This occurred 3 weeks post-operative. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. It was reported that though the screws lifted off the bone, they were still locked into the plate, indicating they were fully locked/seated into the plate. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product has the following information in the section titled possible adverse effects: migration, bending, fracture or loosening of the implant. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. ¿bone plates may need to be contoured to the surface of the bone by bending the plates with a bending instrument. The bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage which may include dents or deformed screw holes. These defects can lead to breakage of the implant. Deformed screw recesses due to bending may impair the proper fit of the screw head. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: ethnicity, date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, method code , results code, hconclusions code and additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.